Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing creation of the gastro-jejuno anastamosis during a laparoscopic roux-en-y gastric bypass procedure, the suture would not release from the orvil device resulting in a tear in the gastric pouch. There was a tissue damage as a result of this problem and suturing was needed to repair the tear in the tissue and complete the case.